Manufacturer narrative:
On february 23, 2022, an evaluation on a returned photo of the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacture's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 270cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smooth mod + prof xtra 270cc breast implant had a crease/fold on the anterior view and extending to the posterior view. In addition, a tear was identified within the crease/fold on the posterior view, measuring approximately 0.8 cm. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2022, mentor received additional information regarding the patient's information. The patient's initials have been updated to (B)(6). The patient's date of birth has been updated to (B)(6) 1983. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 07, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).